Event description:
On 04/29/2010 mother called indicating her daughter fell ill late (B)(6) 2009. The father took the daughter to the emergency room and she was found to be experiencing renal failure. The doctors arranged for the daughter's transport to a local pediatric hospital. Her symptoms included high fever, nausea, vomiting, diarrhea, and dehydration. There, after many tests the mother indicated the daughter was diagnosed with tss due to tampon use.

Manufacturer narrative:
Lot code information was requested and could not be obtained because the consumer no longer had the box of kotex security tampons.